Manufacturer narrative:
Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the scan "does´t" transfer to the navigation system. Manual transfer was not possible either. Both navigation and imaging were aborted causing less than an hour delay in the procedure. No impact on patient outcome.